Manufacturer narrative:
Tw (B)(4) event site name exceeded character (B)(6) hospital. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that a grey piece on the tip of the vasoview hemopro 2 was coming off when the surgeon was cauterizing side branches. It was the hemopro cautery piece that broke apart. The harvester had to remove the device out of the leg and open a new hemopro. The customer was able to see that a gray cord structure was pushing out from the jaws on the camera. The surgeon looked at the screena and immediately clamped the jaws and removed the device from the patient. A new hemopro kit was opened. This occurred right after attempting to cauterize a branch. The branch was not fully cauterized and did result in unexpected bleeding. With the new hemopro, the harvester returned to the site to address this bleeding. This did cause a delay in the case. They went back and meticulously looked for any remaining pieces in the patient's leg and did not see any retained product. No part of the gray piece detached or fell into the patient. There were no additional incisions or procedures required due to the reported failure.